Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer was reporting a no insulin delivery message displayed on the insulin pump, and was inquiring why there was no alarm. No additional information was provided.